Event description:
It was reported that the bd syringe 3ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material # 309702. Batch # 5007825, 5007822, 5013796, 5007821. It was reported by customer that "debris on inside of syringe barrel, plunger leaking, defect on syringe, debris on syringe tip, debris, silicone running on plunger barrel, syringe barrel crooked, plunger cracked, plunger crooked, plunger broken" verbatim: rcc received a complaint via email. Debris on inside of syringe barrel. Plunger leaking. Defect on syringe. Debris on syringe tip. Debris, silicone running on plunger barrel. Syringe barrel crooked. Plunger cracked. Plunger crooked. Plunger broken.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results:our quality engineer inspected the 8 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed that there were foreign particulates on the syringe samples. Bd determined that the cause of the failure was related to incorrect handling of materials during the manual loading process of the syringes into the trays during manufacturing. A retraining of manufacturing personnel was performed to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.